Event description:
On (B)(6) 2025, the patient's mother reported that her daughter's blood glucose level was 520 mg/dl. The pod was worn on the leg. The patient experienced dizziness and loss of consciousness, prompting her mother to seek medical attention. At the hospital, tests were performed to check for ketones, and the patient received treatment for hyperglycemia, including intravenous nutrition. The duration of the hospital visit was approximately 2 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.